Event description:
It was reported that there was a system unrestorable error. There was no patient involvement.

Manufacturer narrative:
The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer. A review of the device history record for sn (B)(6) was performed from the date of manufacture 08/17/2017 to the present date 11/20/2020 and note that this device has been returned for service once which correlates to the customer reported issue or service repairs. This shall be reviewed as part of part usage trending in complaint review board. Also, there was a production failure q6 200251004 for communication out of specification which does not correlate to the customer reported issue.

Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported that there was a system unrestorable error. There was no patient involvement.